Event description:
The customer reported the ventilator power cord would spark and smoke when plugged into an ac receptacle. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Upon evaluation, the manufacturers field service engineer reported there was discoloration on the power cord ac plug. The findings may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate. The service engineer replaced the power cord to address the reported problem. Performance verification testing was completed and passed to operating specifications.